Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 349 mg/dl. The customer addressed the high bg by exercising. The customer was not sure what caused the high bg. Tandem technical support advised the customer to discuss the bg level with a healthcare provider.